Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon complains about the forceps being "sticky". The antisiccoring plug made of rubber(?) Feels like it sticks, and leed to a retention when being used during surgery. On this forceps the isolation is damaged. This customer have been using our forceps for many years, so they are very familiar with them. Age of the forceps is approximately 6 months. Has also made complaint to two bipolar forcepts art. (B)(4) at the same time. Incident delayed procedure by 30 minutes. (B)(6) 2015 per rep, no adverse consequences, back up forceps used to complete procedure.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the instrument did not confirm the complaint. This instrument appears to function properly. The reported "sticking" was not confirmed. The rubber stopper appears to fit properly in the groove and does not stick and/or catch inside the slot. The complaint of "sticking" was not verified in the laboratory and may be associated with user preference. There were no other anomalies noted on this instrument. There have not been any other complaints of this type for this product code and lot number from any other customers (only 1 other from this customer - (B)(4)). We will continue to monitor for this or similar complaints for this product code and lot number. Previous supplier evaluation revealed: potential cause of stopper sticking: tips and/or blades are sometimes bent due to wrong way of use during operations and repossessing. Surgeons sometimes even bend forceps by themselves intentionally, i.e. To increase tip opening. Often, instruments are damaged during reprocessing when handled carelessly. Tips and blades can then be damaged, i.e. Bent or scratched when thrown in a cleaning rack along with other instruments. The complaint for instruments is not justified. The investigation summary did not indicate any issue with materials, workmanship or design of the instruments, but shows of misuse by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.